Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a vessel was dissected during the implant procedure. The left ventricular lead was successfully placed. The patient was pain free upon discharge.